Manufacturer narrative:
(B)(4).

Event description:
The patient experienced shocking/jolting and a burning sensation at the implant site. The skin looked burnt to the patient and she was applying cocoa butter to the site, but it wasn't helping. This started approximately a month prior and there was no known related accident or incident. The system was turned off. It was also stated that the left side wasn't working at all and that the system had been reprogrammed a few times since stimulator replacement in (B)(6) 2009 and had also been shut off once due to it not working properly. The patient was looking for a physician in (B)(6) and had not seen her health care provider in (B)(6). She was also preparing for foot surgery that was scheduled sometime in the week of (B)(6) 2011. Further information is being requested at this time.